Event description:
It was reported that an intertan nail exchange was performed because the patient fractured below the tip of the first implanted nail. The surgeon replaced that nail with a longer nail. The nail from the first case did not fail.

Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluation. Our clinical investigation noted that no patient medical records were provided for review. Therefore, a clinical assessment cannot be performed at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.